Manufacturer narrative:
(B)(4). Concomitant medical products: unknown nexgen femoral, catalog#: unknown lot#: unknown, unknown nexgen tibial tray, catalog#: unknown lot#: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-00252, 0001822565-2018-00253, 0001822565-2018-00254. Product location unknown.

Event description:
It was reported that a legal claim has been received with regard to the patient experiencing an unknown issue. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This report is being submitted to relay corrected information. Upon reassessment of the reported event, it was determined to be not reportable as this component is not alleged to have caused serious injury.